Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had high blood glucose. The blood glucose at the time of the incident was 600 mg/dl, current blood glucose was 574 mg/dl. The customer was assisted with troubleshooting. The customer was assisted with troubleshooting and declined for high blood glucose. The device will be returned for analysis.